Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she have a reservoir where the plunger doesn't work. Customer's blood glucose was 128 mg/dl. The customer stated that after she put the insulin in and attached to the infusion set , went to push a bit into the infusion set, the plunger would not move. The customer was unable to troubleshoot because she already changed the reservoir and use same set. The customer stated everything work as expected. The customer was advised that the reservoir is occluded. The customer was advised that the reservoir will be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.